Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was the failure of both single point load cells, likely attributed to failed components, or mishandling such as a drop. There was no physical damage observed on the returned autopulse platform during the visual inspection. A review of the archive data showed several (ua) 07 observed on and around the event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the (ua) 07 error message displayed upon powering on: thus, confirming the reported complaint. Both single point load cells were replaced to remedy the complaint. After the service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During inspection testing, the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The user pulled up the lifeband all the way and restarted the platform, however, the error message could not be cleared. No patient involvement.